Manufacturer narrative:
Two (2) brand new admin sets of lot (B)(4) and four (4) brand new admin sets of lot (B)(4) in this complaint were returned to moog medical in (B)(4) for evaluation. The admin set with a non-vented cap was air pressurized and put under water and it did not leak. Then the admin set was connected to the alaris valve with the non-vented cap and a leak was detected with less than 1 psi. The location of the leak was at the connection between the admin set and the alaris valve. The complaint was confirmed. Root cause is still under investigation.

Event description:
Info received indicates the administration set leaked at the luer lock. No pt injury. Leaking occurred with 4 separate pts. Caller has no additional info about food/medication, pt's weight, age, or need for treatment.